Event description:
A us distributor reported that a monitor's response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was due to the front response button switch being damaged, causing the button to be concaved and intermittent. The root cause of the damage to the response button switch was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.